Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), b3 date of event - additional information b5: describe event or problem ¿ additional information d3 mfg name ¿ additional information d3 mfg city ¿ additional information d3 mfg state code ¿ additional information d3 mfg country code ¿ additional information d3 mfg street address line 1 ¿ additional information d4 model no - correction ¿ additional information d4 catalog no - additional information d9: device returned to manufacturer - additional information d9: date device returned ¿ additional information e1 initial reporter first name ¿ additional information e1 initial reporter last name ¿ additional information e1 initial reporter email address ¿ additional information e1 initial reporter street line 1 ¿ additional information e1 initial reporter country code ¿ additional information e1 initial reporter city ¿ additional information e1 initial reporter state ¿ additional information e1 initial reporter zip code ¿ additional information e1 initial reporter telephone number ¿ additional information g1e mfg contact facility name ¿ additional information g1a mfg contact title ¿ additional information g1b mfg contact first name ¿ additional information g1d mfg contact last name ¿ additional information g1p mfg contact email ¿ additional information g1f mfg contact address street line 1 ¿ additional information g1n mfg contact country code ¿ additional information g1k mfg contact state code ¿ additional information g1h mfg contact city ¿ additional information g1l mfg contact zip code ¿ additional information g1 phone number ¿ additional information g3: date received by manufacturer ¿ additional information g4 PMA / 510k (premarket numbers) ¿ additional information h2: additional information/device evaluation information/correction h3a: device evaluated by manufacturer ¿ additional information h3b: evaluation included - additional information h6: type of investigation ¿ additional information h10 corrected data.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.